Event description:
A nurse reported that during a case, the cautery did not work. Another cautery system was brought in and the case was completed. No harm was reported.

Manufacturer narrative:
A sample has been received by the MFR, but the eval has not been completed. The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).